Event description:
When pt was cannulated and connected to their hip the venous needle made a (pop) sound and a blood stream expressed from the needle. Lines were clamped, blood catheter were drawn. The lifeline needle was pulled and pt was recannulated, and connected to treatment.